Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician encountered difficulty maneuvering the left bundle branch (lbb) lead to the lbb area. Additionally, the insulation of the lbb lead was noted to be twisted, which was visually confirmed by the physician. The lbb lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.